Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the buttons were intermittently responding at times. The reporter also indicated that the keypad was noted to be peeling in the lower corner exposing the ok button contacts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.